Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for missing stopper with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for missing stopper with the incident lot was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to the manufacturing process where stopper was not aligned properly on the lid when the 300 batch tray was evacuated. The stopper would then fall off when the tube was transferred to the tulip bed. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® pst¿ gel and lithium heparinn (lh) 56 units blood collection tubes were missing the stopper in the package. No report of injury or medical intervention. No report of blood exposure to mucous membrane.